Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported that the dermatome takes up too much tissue. There was no harm or delay reported. Diligence is in process an as of this date no response has been received. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
Review of the most recent repair record identified the following related repair: tech could not duplicate the reported issue. Device functioned within specification during assessment. Device was tested and returned to the customer. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional event information available.